Event description:
It was reported that  for about the past 3 weeks, their recharger has been "hit or miss". The patient (pt) stated that the ins was at 40% and the controller was 100% charged when they began charging their ins. Pt stated that the controller displayed "recharging", not good or excellent and after a long period of time, the ins did not increment and was still at 40% and the controller did not deplete from 100%. Pt confirmed that the recharger has been becoming hot. Tss reviewed information and sent an email to repair to replace the recharger. Also the pt reported that their controller fell out of their pocket and now the controller screen keeps freezing. Pt stated the issue resolves for a bit after resetting the controller but the issue continues to return. Tss reviewed information and sent an email to repair to replace the controller. Pt called back stating in addition to what they reported last time they called, they only noticed the plastic was cracked on the bottom side of the battery pack. Pt noticed it this morning because the controller was not taking a charge and the message said to charge the controller. Pt said controller was working fine with aa batteries. An email was sent to repair to replace the battery pack.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient; product ID 97745bp (serial: (B)(6)); product type: 0001-accessory; section d references the main component of the system. Other medical products in use during the event include: intellis recharger 97755 (serial# (B)(6)). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.